Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer received an unspecified low blood glucose reading by the adc device and it is unknown whether the customer noted a trend arrow on the device. As a result, the customer self-treated by "skipping insulin". There was no report of emergent intervention for the reported issue. There were no reports of emergent medical intervention from a third party or self-treatment regarding this issue. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however no addition details were obtained as the customer could not be reached. Based on the information provided, there was no report of serious injury associated with this event.